Manufacturer narrative:
Mini-link transmitter communicated properly and meter alarm functioned properly. All selected input data was properly recorded in pump history screen. No meter alarm anomaly noted during testing. The insulin pump functioned properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is not capable of meter blood glucose and the pump cannot receive data. The customer indicated that their blood glucose reading was normal at the time of incident. No further details given.